Manufacturer narrative:
H6-final analysis found that a single bit memory change in the product code resulted in the programming anomaly. After downloading the device, programming was successful. Thermal and mechanical stress did not elicit model/memory change. Subsequent to the physician's decision not to explant the device due to the pt's condition, the pt expired.

Event description:
Information received from the field notes that during a routine follow-up, interrogation of the device revealed a vvi reset a nd dashes (---) for certain programmable parameters. High thresholds were also noted. The patientt is pacemaker dependant.